Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) rescue unit wheels not engaging. There was no patient involvement reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a wheel - hospital cart caster wheel malfunction. There was no patient involvement and no harm reported. Getinge field service engineer (fse) arrived and checked rescue unit wheels were not retracting completely due to loose screw in mechanism. No patient involvement. Repaired mechanism and ensured proper extension and retraction of rescue unit wheels without issue, performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.